Event description:
It was reported that pump insulin gauge displayed an amount different than expected and fill estimate remained static at 105 units despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Caller was informed that this behavior could occur due to large differences in measured pressures used to calculate remaining insulin and was advised that once remaining insulin matched the static value, the fill estimate would begin to decrease normally, and caller understood and acknowledged this explanation.